Event description:
The end user reported that one starter hole was off centered in one out of a box of ten. This represented an out-of-box variance, and the product was not used. The end user advised that he was a long-time user of the company's skin barrier but noted that in his recent market unit that he received, one of the skin barriers had a markedly off-center starter hole. He shared that he felt the molding to fit the roll back opening would have been quite non-uniform and he was not willing to use it. The product was discarded. No photo was available at that time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photograph associated with this case was received. No return sample has been received for this complaint. Batch record revision results: lot 3l00628 was manufactured on 03/nov/2023, in convex 2 pc line, with a total of (B)(4). The complaint investigator performed a batch record review on 29/apr/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1156500 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 09/oct/2025, senior complaints engineer ran a query in database in order to verify the complaints reported for 3l00628 lot for the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ and as result, one (1) additional complaint was identified during this search. Historical nonconformance review: on 09/oct/2025, senior complaints engineer ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)¿ for the lot number 3l00628 and as result, no nonconformance / CAPA (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: adhesive to convex disc centering (visual): not less than (nlt) 0.095" (2.4mm) from identification document (ID) of the adhesive center hole to ID of the convex disc at any point. (Quality control (qc) tool). Picture frame secondary reference product (srp): nlt 0.504" (12.8mm), width of the srp left at any point on the picture frame. (Qc tool). Picture frame srp to convex disc centering: nlt 0.040" (1.0mm) from the outer diameter of thermoformed disc to collar srp kiss cut inner diameter. (Qc tool). Frequency: hourly. Sample quantity: 5 samples. Acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have been 4 defective parts confirmed to date from a lot size of (B)(4). This represents a defect rate of only (B)(4) which was well within an appropriate acceptable quality level (aql) for leakage which should be 2.5% based on our process instruction (pi). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot was unlikely to breach an aql of 2.5 this issue certainly appears to be an isolated incident, but more importantly to date, it was well within our accepted aql level for this type of failure mode or defect. Conclusions: a review of batch record was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. Additionally, a review of historical complaints was performed, and no additional complaints were identified, and a review of historical nonconformances showed no additional nonconformances. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 9618003.